Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 22nd january 2009 and performed self-tests up to the 6th december 2009. Temperatures are recorded below the recommended minimum stand-by temperature during this time. The device failed several self-tests due to a low battery between the 13th december 2009 and the 26th march 2012. An increase in voltage suggests a further pad-pak was installed on the 29th march 2012. Multiple manual power ups of ten minutes duration were observed in the device memory between the 14th february 2016 and the final log entry on the 10th march 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.